Manufacturer narrative:
Initial.

Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) sensor lost connection to the ilet while continuing to display glucose readings in the dexcom app, consistent with an intermittent communication failure associated with the antenna/electrical communication pathway; the user re-paired by toggling settings and re-entering the pairing code, after which the ilet resumed receiving readings. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet, characterized as intermittent communication failure with involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.